Manufacturer narrative:
(B)(4). Although the suspect device has been received, the evaluation has not been completed. Therefore, the cause of the reported malfunction has not been determined. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental MDR will be filed.

Event description:
It was reported to boston scientific corporation that an rx cytology brush was used during an endoscopic retrograde cholangiopancreatography (ercp) procedure. According to the complainant, the brush ¿went¿ broke during the procedure. There were no known patient complications reported as a result of this event.

Manufacturer narrative:
Investigation results: visual evaluation of the returned device revealed that the pull wire was found to be broken at the distal end and the bristled portion of the brush was not present and was not returned for evaluation. The proximal end of the extrusion was bent and cut by the customer which caused the pull wire to be exposed. Functional analysis showed that the handle was actuated, however, the brush failed to extend. The device handle was disassembled and it was found that the pull wire was broken at the hypotube joint. Due to anatomical/procedural factors encountered during the procedure; performance of the device was limited. Therefore, the most probable root cause classification for the reported failure is operational context. A review of the device history record (DHR) was performed and no deviations were found. A search of the complaint database revealed that no other complaints exist for the specified lot.

Event description:
It was reported to boston scientific corporation that an rx cytology brush was used during an endoscopic retrograde cholangiopancreatography (ercp) procedure. According to the complainant, the brush ¿went¿ broke during the procedure. There were no known patient complications reported as a result of this event.